Event description:
It was reported that foreign matter was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "a nurse opened a 1ml syringe and there was brown stuff inside the syringe."

Manufacturer narrative:
H.6. Investigation: one loose 1ml syringe with an opened blister pack from batch 9142576 (p/n 309628) was received and evaluated. It was observed there was a brown streak of embedded foreign matter extending from the 0.5ml marking to the base of the flange. The fm appeared to be burnt plastic and was larger than level 3 in size, which was rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "a nurse opened a 1ml syringe and there was brown stuff inside the syringe."